Event description:
It was reported that the device was for repair. The device was returned to the manufacturer and analysis found a damaged downstream occlusion (dso) seal. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis, service history identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual tests were performed, and no problem was found. The reported event was not duplicated since the customer did not report any issues. The root cause of the problem was unknown however, visual tests found a damaged downstream occlusion (dso) seal and scratched lens. As a result, the dso seal will be replaced.